Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with redness and swelling at the implantable cardioverter defibrillator (ICD) implant site. The patient received antibiotic treatment with no improvement and the ICD system was extracted due to a pocket infection. No further patient complications have been reported as a result of this event.